Event description:
It was reported that the pacemaker had noisy telemetry upon interrogation. The noisy telemetry message was seen with two different programmers plugged into different outlets. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.